Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller states the patient is experiencing shooting pain in their hand, like a shock that is painful and a 10/10 on the pain scale. Caller states the patient has had this pain for 20 years, but now feels like their stimulator is not working and keeps going in and out and hasn't helped. Caller was unable to specify when this began when asked. Tss transferred caller to nas to page a local rep and advised caller to have the patient meet with their hcp for further programming and/or to manage the pain as needed.